Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 68mm abdominal aortic aneurysm. It was reported the patient presented emergently under 4 years later, a CT performed revealed a aortic rupture caused by a type ia endoleak. Intervention was performed utilizing a chevar technique . A non mdt renal stent was implanted in the left renal artery and an endurant aortic cuff ((B)(4)) was then implanted below the proximal superior mesenteric artery (sma). The type ia endoleak did not resolve, so another endurant aortic cuff was implanted which resolved the endoleak. During the intervention, it was seen that the right common iliac artery was noted to have been expanding, it was therefore embolized and a non mdt limb was implanted as a extension. As per the physician the cause of the events can not be determined. No additional clinical sequelae were provided and the patient is fine.